Event description:
According to the reporter, they had two capsules which failed to attach. There was no harm to the patient and the user, no intervention was required. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal.